Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient's (pt) implantable neurostimulator (ins). The manufacturer representative (rep) called to report that since yesterday patient had been unable to connect to ins and that the therapy had been "discharged" for 2 years. Caller said patient tried to "triple charge" yesterday, but the ins wasn't found when patient tried connecting. Caller said patient tried for over an hour to charge, but was unsuccessful. When asked if patient saw any messages appear on the screen while trying to connect, caller said patient didn't mention any. Patient not present on the call. Caller said patient reported putting recharger over correct implant. Agent reviewed it could be possible, but ultimately hard to tell when patient didn't provide many details about trying to connect. Agent suggested having patient contact pss for assistance with connecting/charging therapy. No symptoms were reported. Additional information is received from the rep saying the cause for the issue is not determined but the suspected cause is interference from bladder stimulator placed directly next to implantable neurostimulator (ins). Rep also mentioned that they have instructed the patient to reach out to patient services (pss) to troubleshoot. The information is confirmed by the physician. Pt called back reiterating information as already documented in this case. Pt noted that they were needing to have a MRI done due to having 3 fractures in their back. Pt said that they were told a couple years ago to just take the back cover off of the controller and then put the back cover back on if something was going wrong with the controller. Agent reviewed with the pt that in order to reset the controller, they would need to remove the battery pack from the controller and then put the battery pack back inside the controller. Pt noted that they just had left shoulder surgery. Pt reset the controller during the call. Pt said that they had asked healthcare provider (hcp) if the ins could be removed and hcp told them that the ins would be left in. Pt was trying to initiate an ins recharging session. Pt said that they had a hip replacement and the electrodes got embedded in the scar tissue, so hcp had to pull a line and put the ins on the same side as their bladder stimulator, so they had a hard time finding the spinal cord ins. Pt said that it took a long time for the equipment to look for the ins. Pt saw no device found. Agent reviewed and had the pt tap recharge to enter passive recharge. Pt saw the middle number on the trying to recharge screen as 81. Agent had the pt reposition the recharger and pt then saw the number as 97. Pt then mentioned that they no longer had the recharging belt. Agent reviewed recharging belt replacement with the pt. Pt will continue in passive recharge and will call pss back if further assistance is needed.